Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented for follow-up with the elective replacement indicator (eri) triggered on the pulse generator. Premature battery depletion was suspected. The patient was stable. Further information was requested but not received.